Event description:
It was reported that the graft was being used as a conduit for an endovascular aortic valve replacement, as the pt's iliacs were too small. The graft was reported to bleed excessively, which necessitated blood transfusion. No pt injury was reported. No info on the product serial number could be obtained at the time of this report.

Manufacturer narrative:
No device evaluation was performed since the device was not returned to the manufacturer and the product identifier was not provided. No review of the device history record was done since the product identifier was not provided. No conclusion can be drawn. A follow-up report will be submitted within 30 days upon receipt of any relevant additional info.